Event description:
Customer reported hospitalization in (B)(6) 2013 and (B)(6) 2014 due to high blood glucose. She was nauseous and her blood glucose went as high 1376 mg/dl. Her blood glucose was 151 mg/dl at the time of call. Customer stated the blood glucose does not register on the meter of the insulin pump. Customer mentioned that she felt a little different during the high blood glucose event. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.